Event description:
It was reported by service report that the siderails were stuck in a raised position and would not lock. Also, the power cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail timing link too tight. Missing ground prong.